Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toxic shock syndrome. Pain - vaginal (vulvovaginal pain). Discomfort - vaginal (vulvovaginal discomfort). Case description: a female consumer of unspecified age reported spontaneously via e-mail on 01-aug-2018 that she recently tried the tampax compak pearl tampon unscented, absorbency unknown (pocket pearl) on an unspecified date. She elaborated that within weeks of using the new product she was diagnosed with toxic shock syndrome. She asserted that her life was threatened and she had many reasons to believe it was the tampax product as she had always used a different brand and suffered no issue until using the pocket pearl. She stated that immediately after using the product, she experienced discomfort and pain, and now her physician had diagnosed her with toxic shock syndrome (tss). The case outcome was unknown. Treatment details: unknown. Concomitant product(s): none reported. No further information was provided.